Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a brush was not able to be inserted into the suction cylinder due to the restriction, boroscope was used on the printed circuit board and a clog was found on the body control unit side. Additional findings include the following: the light guide lens had 1x internal crack, and the adhesive on the bending section cover was cracked. The following repairs were recommended but not required: the rfid label was peeling, the plastic distal end cover had minor dents and scratches, the insertion tube had minor scratches, and the light guide tube had minor scratches. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had debris lodged in the upper portion of the scope. The issue was found during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material, likely to be seeds, was found in the suction cylinder, however, the specific material could not be identified and the cause could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device. The following information is stated in the instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.